Event description:
It was reported that when the set was flushed, the flushed drip chamber leaked solution at the top of the chamber. No additional information was available. No patient injury or patient involvement reported.

Manufacturer narrative:
Other text: one (1) sample was returned for evaluation. The sample was visually inspected; no damage or workmanship defects were detected. Functional testing was performed. Leakage was observed at the drip chamber; the complaint was confirmed. The root cause was attributed to the lack of a robust and repeatable adhesive dispensing method. This issue was escalated to an internal CAPA and occurrence is being monitored via trend analysis. If the occurrence of this issue increases significantly, additional corrective actions will be taken. (H6c, h6d, h6e). There were no non-conforming reports (ncrs) initiated for the lot or anomalies identified in the device history record review.